Event description:
It was reported that the motor and cord on the sternal saw were not functioning properly during set up. No pt was involved.

Manufacturer narrative:
Upon evaluating the returned saw and cable, it was discovered that the spur gear was stripped and other internal parts were heavily worn. Preventive maintenance would have prevented the reported failure mode. The saw was repaired by the service department and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.